Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. The analysis revealed a defective inverter which was causing the programmer to be flickering and displaying nothing on screen. The inverter cover was also found to be melted from the defective inverter. Both the inverter and inverter cover were replaced. Further, the printed circuit board and rear housing were damaged from being dropped and were replaced. No further problems were discovered with the programmer.

Event description:
--

Event description:
Boston scientific received information that this programmer was flickering and does not display anything. The programmer will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. The analysis revealed a defective inverter which was causing the programmer to be flickering and displaying nothing on screen. The inverter cover was also found to be melted from the defective inverter. Both the inverter and inverter cover were replaced. Further, the printed circuit board and rear housing were damaged from being dropped and were replaced. No further problems were discovered with the programmer.